Event description:
A surgeon reported, a patient with a refractive surprise following intraocular lens (iol) implant surgery. The patient had a history of astigmatism (pre-existing). The surgeon reported, he does not blame the iol for the refractive surprise as he was aware that the patient's astigmatism might affect the postoperative results. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/14/2010, 09/15/2010, and 09/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).